Manufacturer narrative:
Report date: (B)(6) 2021.

Event description:
The customer reported the touchscreen is damaged and there is a crack on the side. Patient/user involvement information is unknown but has been requested. There was no patient/user harm.

Manufacturer narrative:
The service engineer (se) reported that the touchscreen had malfunctioned. Per the diagnostics performed by the se, it was reported that the touchscreen was defective and that there was a crack on the edge. The se replaced the touchscreen to resolve the reported issue. The device was in use at the time of the event, no patient or user harm reported.